Event description:
It was reported through the filing of a lawsuit that: allegedly, after implantation of the device, the pt began experiencing significant pain, swelling, and discomfort in the area of the device. It is alleged that the pt's symptoms and physical limitations are consistent with, but not limited to, pseudo tumor formation, the existence of a significant fluid collection about the hip prosthesis, and/or blood testing indicating the presence of heavy metal contamination. It is further alleged that the pt has undergone revision surgery for removal of the rejuvenate hip implant, which was performed on (B)(6) 2012.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this tie. If additional info is received it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.